Event description:
A patient reported blood glucose results of "109 mg/dl" with a lifescan meter and "179 mg/dl" on a laboratory device, performed between 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The check strip test passed. The meter, test strips, and control solution were replaced.